Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had excessive heat due to worn components. The assignable root cause was determined to be due to wear on components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was not attaching to the motor device. According to the report, the motor device was not holding the attachment device or drill bit device. During in-house engineering evaluation, it was observed that the device had excessive heat. There were no delays to the planned surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.